Event description:
It was reported that a cartridge alarm (alarm 1) occurred during basal delivery. The customer's blood glucose level ranged from 275-276 mg/dl. Reportedly, the customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.